Event description:
Rn attempted to deflate catheter balloon. The rn was able to remove 7 cc of fluid. She attempted to remove the remainder fluid x2, including trying a different syringe. Rn removed catheter and the balloon was not fully deflated. There is approximately 3 ml of fluid still inside non-deflated balloon. Dates of use: (B)(6) 2014.